Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a business partner regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported the patient "had problems" with a pump refill and had to be admitted to the ICU (intensive care unit). The hcp noted that "they corrected everything" and the patient was sent home, but then was found dead. It was further reported that the hcp had no further information. According to the hcp, the patient's sister reported to them that the patient had had an overdose and was in the ICU. It was later stated that it was thought that the patient's pump had started leaking and they had overdosed. The patient was discharged from the hospital but later died. The patient's sister thought the death was due to a pump-related complication. The hcp repeated they had no further information to report. The date of death was not provided.